Manufacturer narrative:
(B)(6). The date of manufacture was not available. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor seized and was rough running, heavy moving and jammed. Therefore, the reported condition was confirmed. It was further observed that the motor consumed 2.5 amperes. The assignable root cause was determined to be wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the power drive device had a loose connection. During in-house engineering evaluation, it was observed that the motor was seized, rough running, jammed and heavy moving. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported whether there were delays in the surgical procedure or if there was a spare device available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly